Manufacturer narrative:
The reported events of inadequate capture and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region over torqued, consistent with procedure. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and a decrease in r-wave sensing. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Medwatch form received from hospital - uf/importer report # (B)(4).